Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported no reason code por was confirmed in the device s2d data. Analysis demonstrated that the device was fully functional and no new pors were generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Analysis did not identify any anomalies that would account for the por. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced an electrical reset. The reset was cleared. The device was later on explanted and replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.